Event description:
It was reported the physician was performing endotherapy on a fusiforme aneurysm in the internal carotid supraclinoidea. Due to the fusiforme, access to the aneurysm was reportedly very tortuous. The physician used a non-boston scientific guide catheter and guide wire to access the aneurysm. When the guide wire was going through the aneurysm, it reportedly turned around 360 degrees inside the aneurysm. The doctor then took the guide wire to the distal position and began to introduce the stent system. The stent system had reportedly been prepared per boston scientific recommendations and no anomalies had been noted. The stent system was tracked up the guide wire into the aneurysm where it followed guide in 360 degrees, and the stent was positioned in the desired location. However, it was reported that due to the tortuosity of the patient's vasculature, the stent system had been "too manipulated". As a result, when the physician attempted to release the stent, the stabilizer and the catheter broke. The physician utilized the guide wire to push the stent, and the stent deployed in the correct place. The procedure was completed. The user facility did not disclose the status of the patient. They only marked the box on the complaint notification form (cnf) that states "no serious injury".

Manufacturer narrative:
Add'l PMA/510(k)# h020002/s5. The device in question will not be returned to boston scientific as it was implanted into the patient. The cause of the user's experience is unk. However, based on the information provided by the physician, the most likely cause of the user's experience is related to the patient's tortuous anatomy. The directions for use (dfu) for this product state in the warnings section "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its delivery components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component". In addition, the non-boston scientific guide catheter and guide wire utilized during the procedure have not been validated for use in conjunction with this product.